Manufacturer narrative:
Evaluation results: one level 1 hotline low flow system was returned for investigation in used condition. Visual inspection revealed that the enclosure was stained at the water tank. The float switch was also stained. Both covers were cracked and had markings. The line cord was worn. The investigator subsequently filled the tank with water, plugged in the line cord, and turned on the power switch. The customer reported product problem (bad float switch) was not confirmed during testing. Contrary to the customer complaint, the float switch alarmed as intended. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was unknown. A root cause was not established. The investigator replaced the enclosure, both covers, the float switch, and line cord.  The micro switch, which was broken, was also replaced. Preventative maintenance was then performed. The device subsequently passed functional testing.

Event description:
It was reported that the fluid warmer had a bad flow switch. The product problem was observed during testing. There was no patient involvement.